Event description:
It was reported that the ilet user deployed an infusion set incorrectly during a supply change, then completed the supply change with another infusion set, with glucose not affected. No reported symptoms or adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included review of user report and correction by replacing the infusion set and shipping replacement supplies. Investigation of this case revealed user handling error related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during use.